Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified the customer reported malfunction. The fse replaced the graphic user interface (gui) printed circuit board (pcb) and uploaded the latest software revision to resolve the issue. The device then passed all tests , calibrations and was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilators graphic user interface (gui) lower display was fading to white, and the upper display was flickering. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.